Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any discontinuities. As the setscrew marks on the lead pin indicate proper insertion, a lead fracture is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The generator and lead were returned for analysis on (B)(4) 2013. The abraded openings found on the outer and one inner silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. What appeared to be specs of white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sulphur and calcium. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device. However, since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated a patient was having increased seizures and was unable to feel vns magnet mode stimulation since (B)(6) 2013. High lead impedance was also noted with vns diagnostics testing in early (B)(6) 2013. The reporter felt the ¿lead was off the nerve¿ or not connected with the generator since (B)(6) 2013. The patient had no known trauma and did not manipulate the vns. The vns was not disabled. The seizures are above pre-vns baseline level, and are partial-complex seizures only. The patient forgot a dose of medication and had a seizure on (B)(6) 2013; this may be cause of the increased seizures per the reporter. The vns generator is believed to be at end of service per the reporter. The patient had been seizure-free since (B)(6) 2012. The patient had vns lead and generator replacement surgery performed on (B)(6) 2013 due to ¿battery/lead impedance¿. Attempts for return of the explanted devices are in progress.